Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that her son experienced high blood glucose level 400 mg/dl. Customer's current blood glucose level was 175 mg/dl. Customer stated that the insulin pump had insulin flow block alarm. Customer was assisted with troubleshoot for insulin flow block alarm and insulin was exited. Customer was treated with insulin pump. Customer declined troubleshooting for high blood level. The insulin pump will not be returned for analysis.